Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a j-loop tubing disconnected from the one-way valve of a one-link non-dehp standard bore catheter extension set while connected to a patient. This was during a heparin drip after about two days. The patient experienced blood loss; however, there was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation containing blood residue. During visual inspection, the female luer and the one-link device were observed to be missing. Dimensional inspection was performed on the tubing and it was found to be within specification. Functional testing could not be performed due to the condition of the sample. Separation of components will eventually result in leaks, therefore the reported condition was verified; however, the cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.